Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) product registration - correction a4: weight - additional d4: model/lot/UDI number - additional d4: catalog/serial number - correction h6: adverse event problem - additional.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.